Manufacturer narrative:
The product is not available for evaluation and testing. Amended complaint conclusion: the complaint rec'd states the optease retrieval filter was unable to be retrieved. There was no specific pt or diagnostic reason for implantation info available. The physician attempted to remove the optease filter approx 3 months after implantation. However, the physician was unable to engage hook with a 3-loop snare device. The physician noted that the optease might have clot around the hook. The decision was made to leave the filter in place permanently. There was no reported injury for the pt. The filter remains implanted, thus unavailable for analysis, unfortunately there was no known sterile lot number for the device. The device remains implanted in the pt and is not available for inspection. There was no sterile lot number available thus to DHR could be performed. With the limited amount of info and without a sterile lot number for DHR, it is not possible to determine what factors may have contributed to the inability to retrieve the optease filter. The inability to retrieve the filter is a known potential adverse event associated with filter insertion. The IFU (instructions for use) states the optease filter can be safely retrieved up to 23 days after insertion, and that the optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. It is unknown what factors lead to the filter removal attempt after three months, this is not recommended by the IFU. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. However, the physician's eventual decision to leave the filter in place was made according to the IFU guidelines. Please note that this is the initial/final report for this product.

Event description:
The report rec'd from the field indicated that approximately three months after implantation of an optease retrieval vena cava filter, the physician was unable to engage the hook of the filter with a three-loop snare to retrieve/ remove the filter. The physician suggested that there might have been clot around the hook. The physician decided to leave the filter implanted in the pt. There was no reported pt injury. Attempted to obtain additional info and pt films have been unsuccessful.